Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information about the patient condition was provided by the site: the patient suffered on a stroke - with temporay blindness, mild right hemiparesis and temporary coma.the patient had a prolonged stay on the intensive and high-care unit. The patient is awake and conscious, seeing but occasionally disoriented. On (B)(6) the patient was admitted to another hospital to a nephrology unit.

Manufacturer narrative:
The review of the (manufacturing, sterilization, packaging, boxing) paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015 the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a penetrating aortic ulcer (pau). The endoprostheses were placed in the proximal descending thoracic aorta. On (B)(6) 2015 the patient suffered on a stroke. The patient had a prolonged stay on the intensive and high-care unit. On (B)(6), the patient was admitted to another hospital to a nephrology unit.